Event description:
It was reported that the patient received inappropriate therapy due to suspected lead noise. No evidence of lead fracture or conductor issues on fluoro. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The reported field event of noise and inappropriate shocks could not be confirmed in the laboratory. Analysis was normal and no anomalies found.